Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/flush drive support disk. Unable to confirm the alarm. The device was received with cracked battery tube threads, scratched screen, and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed several times. It was stated that the customer was not informed to call the helpline or to discontinue the use of the device, but he did stop using the device and was using manual injections. The customer called and requested a replacement. It was stated that the customer was a police officer and was shot in line of duty; the customer lost his pancreas due to this incident. The customer had multiple occurrences of low blood glucose while treating with the manual injections. No further information was provided.